Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. The reported allegation was confirmed. The probable cause could not be determined post investigation.